Event description:
It was reported the right atrial (ra) lead was dislodged during a surgical maze procedure. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. The distal lv (low voltage) e lectrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: implanted: (B)(6) 2008. Product ID: 5076-58 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).